Event description:
During cardiopulmonary bypass, the gas flow, pressure sensing, and data output modules gave indications that they were not communicating with the central control monitor. Systematic power shut down and restart restored the devices to normal function. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
No consequences or impact to pt, computer software error. Evaluation anticipated but not yet begun.